Event description:
Additional information received reported that the complaint was submitted on accident and was not actually a complaint.

Manufacturer narrative:
Coding no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Correspondence has been sent out to rep for additional information and return of the device, but no response has been received. Once response or device is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the rubber end of the medtronic microcatheter dislodged. No other information is available at this time.